Manufacturer narrative:
Additional information was received that the hub was already broken when it was pulled from a package during the procedure. The device was not removed from the package by the hub. It had been on our shelf for some time (along with other of the same which were not broken). It would be difficult to determine if it was broken prior to, or after arrival in the lab. The lab was remodeled last summer, so equipment/supplies have been moved several times. The procedure was completed successfully with another device without any adverse consequences to the patient. When the 4f tempo catheter was opened from its sterile package during a procedure it was noted that the hub was broken. The device was not removed from the package by the hub. The procedure was completed successfully with another device without any adverse consequences to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15375334 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
When the 4f tempo catheter was opened from its sterile package during a procedure it was noted that the hub was broken on the catheter. They threw the broken catheter away and used another catheter for the procedure. The broken device was not used on the patient.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.